Event description:
It was reported that the femoral head disassociated from the universal bipolar liner and revision surgery was performed in 99. This was the second disassociation with a two week period. The first disassociation was reassembled in a closed reduction.